Manufacturer narrative:
The actual devices were not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and showed a crack in the lid. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of year 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed on four (4) minicaps which resulted in iodine leakage. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.